Event description:
New information received states that the lead was explanted due to the insulation damage and lead fracture.

Event description:
During normal follow up externalized conductors were observed via cine. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.